Event description:
A malfunction alarm called malf 12 was reported, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not reoccur after the reset. The customer was advised to continue using the pump and to reach out again if any issues reappear, which the customer understood.